Event description:
Leg was still stiff [musculoskeletal stiffness]. Knee ballooned up / knee became swollen / swelling up above the knee. [Joint swelling]. Knee effusion [joint effusion]. Pain on and off / minor pain [arthralgia]. Injection site tenderness [injection site pain]. Could not walk [abasia]. Case description: spontaneous report was received on (B)(6) 2012 from a consumer regarding a (B)(6) with osteoarthritis (moderate intensity). The patient's medical history was not provided. On an unspecified date in (B)(6) 2012, the patient initiated treatment with synvisc injection (hylan g f 20) at a dose of 2 ml (frequency not provided) in an unspecified location. The lot number for synvisc was not provided. It was reported that the patient had immediate relief after first injection. On an unspecified date a week later, the patient received second injection of synvisc and experienced minor pain (knee). On an unspecified date in (B)(6) 2012, the patient received third injection of synvisc. It was reported that after third injection the patient experienced pain on and off all week but not painful enough to stop work and leg was kind of stiff. On an unspecified in (B)(6) 2012, the patient had lot of pain and could not walk and was using a cane. The same day, her knee ballooned up and she had arthrocentesis and 50 cc of fluid was removed from the knee. On an unspecified date in (B)(6) 2012, the patient received novocaine and cortisone injections for the events. It was reported that the patient still had pain, swelling up above the knee and tender on the side of the knee where injection was given. The outcome for the events of leg was stiff, knee effusion and could not walk was not provided. Concomitant medications were not provided. The intensity for all the events was not provided.

Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.